Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead experienced migration causing the lead to get dislodged. The dislodgement was identified via x-ray. The rv lead was not capturing. The rv lead was difficult to be place and was explanted. No additional adverse patient effects were reported.